Event description:
It was noted during daily testing that the battery l.e.d(s) work but battery is exhausted. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.